Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer reported 30 to 40 point differences between the readings. Customer's blood glucose was 105 mg/dl and their sensor glucose read 118 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer's last known blood glucose was 86 mg/dl. The customer was advised of the causes of their low blood glucose. Customer declined to return the product for analysis.